Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported issue of lens vaulting is pt's anatomy.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the lens vaulted posteriorly and at four months postop, a yag capsulotomy was performed. The lens remains implanted, however, the pt is having further capsular contraction issues and an iol exchange for a sulcus-fixated lens is being considered. There has been no loss of bcva associated with the lens vaulting.